Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2017 and the mesh was implanted. The patient returned with fever on (B)(6) 2017. On (B)(6) 2017 the mesh exposure was noted and the patient experienced pain. The patient was hospitalized for re-intervention and the mesh was ex-planted on (B)(6) 2017. The patient also underwent antibiotherapy. Additional information will be requested.

Manufacturer narrative:
Additional information was requested and the following was received: what were current symptoms following the index surgical procedure? Onset date? Pain and fever (B)(6) 2017. What was the indication for the second surgery 7 days post-op rather than at a later time? Mesh exposure.